Manufacturer narrative:
Sections with additional information as of 06-apr-2021: d8: was this device serviced by a third party? D9: device available for evaluation? H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions: h10: meter and test strips were returned for evaluation. Reported defect not reproduced. No defect found. Most likely underline root cause mlc-020 user's test strip had poor storage.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 10-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 229, 213, 171 and 227 mg/dl. The customers expected am fasting blood glucose test result is less than 90 mg/dl and expected bedtime fasting blood glucose test result range is 135-137 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (bathroom). The customer did have another vial of test strips that had been stored and handled correctly, lot # mx4280s, manufacturer's expiration date of 12/13/2021. During the call, a blood test was performed by the customer fasting and produced test result of 89 mg/dl using truemetrix meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: (B)(6).